Event description:
It was reported that this device was exhibiting premature battery depletion. The battery longevity decreased by seven years within six months time. A copy of device memory will be submitted to technical services for further battery analysis. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was received for analysis. The investigation is currently in progress. A supplemental report will be provided after the analysis is complete.

Event description:
It was reported that this device was exhibiting premature battery depletion. The battery longevity decreased by seven years within six months time. Technical services reviewed the latitude (remote monitoring system) data for further battery analysis. Upon review, it was confirmed that this device is exhibiting premature battery depletion, and that the power consumption has been increasing during the past year. The power consumption is expected to continue increasing. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information was provided from the field that this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was exhibiting premature battery depletion. The battery longevity decreased by seven years within six months' time. Technical services reviewed the latitude (remote monitoring system) data for further battery analysis. Upon review, it was confirmed that this device is exhibiting premature battery depletion, and that the power consumption has been increasing during the past year. The power consumption is expected to continue increasing. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information was provided from the field that this device was explanted and replaced. The patient presented for replacement of the related pacemaker, due to premature battery depletion, as scheduled in conjunction with her cardiologist, dr shalaby. The device was interrogated and estimated 3 months remaining before reaching elective replacement indicator (eri). No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting premature battery depletion. The battery longevity decreased by seven years within six months time. A copy of device memory will be submitted to technical services for further battery analysis. This device remains implanted and in service. No adverse patient effects were reported. Additional information: the field representative provided further information, indicating that this device remains implanted, and that the patient will be monitored via latitude (remote monitoring system).